Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging an unusual issue with his onetouch verioiq meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the "meter no longer prompts to change to a control [solution] test" and this started on (B)(6) 2015. The patient manages his diabetes with oral medication, diet and exercise. The patient reported that he continued to "walk daily" following the start of the alleged issue. He denied developing any symptoms as a result of the alleged issue. He reported that at 10am on (B)(6) 2016, during a doctor's office visit, he was given metformin tablets to take in the morning and evening. The patient denied using any other device to check his blood glucose levels. At the time of troubleshooting, the cca walked the patient through resolving the issue, but the issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.